Event description:
It was reported that this procedure was to treat a lesion in the superficial femerol artery. After two 7x80 dynalink stents were deployed, a third dynalink stent was advanced. After the stent was thought to be lined up to the previously deployed stent, it was deployed. At this time, it was noted that the 3rd stent was placed about 80 mm distal to the target lesion. When the delivery system and guide wire were removed, the tip and inner lumen were found on the guide wire. No extra force was required to withdraw or deploy, the device just separated. Two other dynalink stents were used to close the gap created by the mis-deployment. No patient effects were reported from this procedure.